Manufacturer narrative:
No anomalies detected by checking the DHR of the lot# involved on a total of (B)(4) smr humeral head dia.48mm manufactured with the same lot #(201205596). No other complaints reported on the same lot#. Nor x-rays related to both surgeries are available neither components were returned to lima corporate for further analysis. According to the info provided, the cause for this conversion from smr anatomic total to smr reverse was clearly a wrong choice of the surgeon during the primary surgery. A smr reverse should have been implanted at that time. In this regard, our surgical technique states that, in case of total shoulder replacement, "the rotator cuff must be intact or reconstructable. In cases with a deficient and unreconstructable rotator cuff, a hemiprosthesis with a cta head or a reverse total shoulder arthroplasty is indicates" . According to the investigation, this is definitively not a product-related case. This is a final report.

Event description:
Conversion from anatomic to reverse implant due to shoulder dislocation done on (B)(6) 2017. According to the info reported, during primary surgery performed on (B)(6) 2017, surgeon advised that rotator cuff muscles were in poor condition, but even if a reverse shoulder prosthesis would have been the proper choice, an anatomical replacement was performed. At revision surgery, surgeon admitted that the failure was not implant related and a reverse shoulder replacement should have been performed since the primary surgery time. Event happened in (B)(6).